Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. During the procedure the physician had problems with visibility while trying to position the probe. Eventually the probe provided acceptable imaging. Initially the needle placement reportedly looked off midline, so the physician repositioned the needle and believed the issue was corrected. On (B)(6) 2023, the physician who placed the hydrogel stated that the radiation oncologist provided a video that showed the hydrogel may be inside the prostate capsule. It was also reported the placing physician felt it was a little tough to go in with the needle during the procedure. When the needle was put in, the hydrogel seemed to have gone into the right aspect of the prostate capsule and pooled in the right lower quadrant angling upwards a little bit. Upon review of the imaging, the hydrogel seemed to be very lateral and there was no central hydrogel and no pressure on the urethra, therefore no urinary issues. Upon the magnetic resonance imaging (MRI) review, it was believed the hydrogel surrounded the prostate and it was located under the capsule. No patient complications were reported due to this event. The patient was planned for hypofractionation. No further information has been obtained despite good faith efforts.